Manufacturer narrative:
Unit had unresponsive esc button due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify possible under/over delivery anomaly due to unresponsive button. (B)(4).

Event description:
Information received by medtronic indicated that the customer alleged that insulin pump was under delivering. Customer was experiencing high blood glucose level 350 mg/dl. Customer performed and passed high pressure test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.